Event description:
The customer received questionable calcium results for three patient samples when tested on an analytical p module, serial number (B)(4). Only one patient had erroneous results reported outside the laboratory. Repeat testing was performed on another analytical p module, serial number (B)(4). The initial calcium result was 7.4 mg/dl and was reported outside the laboratory. The repeat result was 8.9 mg/dl. This was the corrected result. The floor was notified of the corrected result according to laboratory policy. No adverse events have been alleged regarding the discrepancy. The field service representative determined the cause was a fluidics failure. He found a pin hole leak in the rinse tubing for nozzle #5 and he replaced the tubing. The field service representative also replaced the sample probe, adjusted the gear pump pressure and cleaned syringe filters. The field service representative repeated patient samples and ran performance tests. All results were acceptable.